Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery with mild tortuosity and mild calcification. The 3.0 x 23 mm xience prime stent delivery system (sds) was advanced to the lesion, and the stent was deployed at 12 atmospheres (atm), for 10 seconds. After the balloon was deflated, an attempt was made to remove the sds, but the device could not be removed from the stent implant. The sds balloon was inflated and deflated multiple times, and the device was able to be removed from the stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Difficulty/resistance removing the device post-deployment could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.